Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump was shutting off without alarming. Mmdg did follow up with the initial reporter who stated that the patient did not notice any alarm before the pump shut off. They stated that when they only noticed the pumps auxiliary alarm. The pump was able to resume normally after the batteries were replaced. No other information was available. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. During the investigation the pump alarmed and operated as expected. Mmdg could not replicate the complaint. The pump history was also reviewed, where it is noted that the pump was left on until the batteries died. The pump also had batteries placed in it multiple times that were dead, and it did alarm when this occurred. Based on this information, no MDR was needed.

Event description:
The initial reporter states that the pump was shutting off without alarming. Mmdg did follow up with the initial reporter who stated that the patient did not notice any alarm before the pump shut off. They stated that when they only noticed the pumps auxiliary alarm. The pump was able to resume normally after the batteries were replaced. No other information was available. (B)(4).